Event description:
The surgeon placed the starfish heart positioner (starfish) on the pt's heart. The starfish was reportedly placed over a sulcus. The pt's heart was described as fragile tissue. A vacuum of -400m hg was applied. When the device was removed from the heart, a tear in the epicardium was noted. The surgeon placed a suture to repair the tear. The case was concluded without further incident. The patient is doing well and did not require extended or additional hospital stay.